Manufacturer narrative:
(B)(4). Risk assessment: in this case, the physician felt that the dose given to the recipient was sufficient. Field diagnostic/correction: the customer contacted the therapeutic support specialists. (B)(6), sr. Product support and training specialist, explained to the customer that the number of harvests is re-calculated whenever endpoints or pt/donor data are changed to ensure that a procedure ends with a harvest and she was aware of this. Investigation: this was the second collection of the donor. He had not mobilized as well (cd34 pre-count 34 first day, 25 second day). Usually they are done in one day. (B)(4). They had to ship the product, so they were not able to perform another collection. The cobe spectra apheresis system calculates the number of mncs in the donor blood to be processed using the wbc concentration and the mnc % parameters. Based on the number of mncs available, the system determines the number of harvest phases that will occur during the procedure. If sample counts from the day before the procedure are used, the wbc count may be inaccurate as donor counts may shift dramatically due to mobilization protocols. We have not received any other similar reports for the cobe spectra. Conclusion: operator error. Corrective/preventive action: the customer contact who called in, communicated to (B)(6) that she will address this in their training.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer collected pbsc on an nmdp donor yesterday. The order was to collect 17 harvests instead of machine calculated # of harvests of 8, hv 5 ml, 7cv, 100 ml concurrent plasma, inlet below 65 ml/min and inlet volume processed 12000 ml. At the end of the procedure they noticed that only 8 # of harvests were done. They had placed a service call yesterday. Today the mgr wanted to find out what could have caused the change. This report is being filed due to the potential for impact on recipient engraftment.